Event description:
Had medtronic spinal cord stimulator inserted in 2004. Model # 7427v. It stopped working in mid june 2005. Had to have lead replaced. Three mos later, initial lead also didn't work and was replaced during the surgery. I was told this was "very unusual."